Event description:
Same case as MFR# 2939204-2009-00729. It was reported that post a coronary drug-eluting stenting treatment procedure, myocardial infarction (mi) and pt death occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left main coronary artery (lmca). After predilating the lesion with an unspecified balloon, a 3.0x12mm taxus liberte was deployed at 12atms for 30 seconds. Kissing balloon technique was performed to post dilate the stent. An ivus catheter was advanced, but there was mild resistance when it crossed a previously implanted non-bsc stent in proximal left anterior descending (lad) artery. Ivus was performed and confirmed that the taxus stent was well expanded. Upon removal, the ivus catheter became stuck in the non-bsc stent which was malapposed and "not expanded well." The physician removed the "imaging core" from the catheter and cut the sheath off. An unk type 5fr guide catheter (cg) was advanced over the ivus catheter, but it could not cross the portion where the ivus was stuck. The condition of the pt suddenly worsened, and a percutaneous cardiopulmonary support system (pcss) was inserted before surgery. The pt was transferred to another facility where a total occlusion of the lmca, and an st segment elevation was confirmed. The pt's heart rate dropped to 50 beats per min. An aortotomy was performed and the physician was able to remove part of the ivus catheter, however, some segments remained in the pt. CABG of the lad and left circumflex (lcx) from the aorta was successful, but the condition of the pt did not improve. The pt was connected to an artificial heart-lung. The pt died in 2009 from a myocardial infarction (mi). The taxus stent was removed during an autopsy.